Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the maryland bipolar forceps (mbf) instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, maryland bipolar forceps (mbf) instrument conductor wire was broken. The customer used a backup instrument to continue with the procedure. No fragments fell inside the patient. The procedure was completing as planned with no reported injury. Isi followed up with the clinical engineer and obtained the following additional information: the black wire was damaged. The patient information was not provided.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm maryland bipolar forceps instrument to perform failure analysis. The instrument was analyzed and it was found to have a damaged grip cable at distal end. The conductor wire was not damaged. The probable root cause of grip cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing. Correction : primary product batch/lot number under section d was updated to k11240530 0263 correction : h8. Was updated to initial use of device.

Event description:
Refer to h11 for follow-up information.